Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of blackout on the monitor was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that prior to the initiation of a scheduled diagnostic endobronchial ultrasound (ebus) procedure, the bronchofibervideoscope failed to display an image, presenting a complete blackout on the monitor. The intended procedure was cancelled. No patient harm or injury was reported as a result of this malfunction.